Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error - exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly pump was exposed to extreme heat and caused display to show vertical lines across the screen. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.